Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. While on support, the surgeon encountered removal issues. There was difficulty while attempting to pull back and remove pump at bedside in cardiovascular intensive care unit (cvicu). Patient transferred to cardiovascular operating room (cvor) for pump removal with vascular surgeon¿s assistance and the pump was successfully removed.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of removal issues has been completed. The impella device was not returned for evaluation. Based on the clinical details, the cause of the removal issue was most likely patient condition related due to the observed calcification of the vessels and the ballooning of the vessel.

Manufacturer narrative:
H.2 correction was inadvertently omitted on manufacturer device report number 1220648-2025-29899-1 for including the patient age in field a.4. Correction statement about age was also omitted from h.11 in manufacturer device report number 1220648-2025-29899-1.